Event description:
A customer observed falsely elevated troponin I results on multiple patient samples. The results were reported, and questioned by the physician. Corrected reports were issued. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. The laboratory reported that they are using testing algorithm a, but reported falsely elevated results to the physician despite receiving spread check errors on the initial duplicate testing. Due to this error, imprecise results were reported to the physician. A field engineer replaced multiple analyzer components, including the signal reagent probe valve and sr pumps. The mechanical malfunction was the root cause of the biased results.